Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the physician said the patient reported fluid drainage from her incision on her back and the physician through it was coming from the catheter. However, the rep stated that when it arrived for the catheter revision procedure, it was noted that the patient's stimulation leads were exposed and coming through the skin (see manufacturer¿s report # 3004209178-2024-15793). The physician at that point decided to explant the patient's pump and catheter. The rep stated that everything was removed and the patient was placed on antibiotics. It was determined that the surgical incision on the patient's spine did not close properly.

Manufacturer narrative:
Continuation of d10: product ID: 8782 lot#:/serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) via a company representative. Regarding a patient, receiving unknown medication via an implanted pump. It was reported, that the reporter was notified of the surgery date on the evening of (B)(6) 2024. But was not given information, as to what the surgery was other than replacing the intrathecal catheter of the infusion system. In pre-op, it was discovered, that the lead wires for the patient¿s spinal cord stimulation system were exposed and coming through the skin (see manufacturer¿s report # 3004209178-2024-15793). The hcp was alerted. And the decision was made by him to remove the patient¿s spinal cord stimulation system and the patient¿s pump and catheter. As he determined, all implanted components were subjected to contamination, due to the exposed lead wires coming through the skin. During the removal of the catheter, the segment that was proximal to the anchor was explanted, but the hcp was not comfortable with the effort it was taking to free up the catheter anchor, so left the intraspinal segment and tied it off to prevent any possible csf (cerebrospinal fluid) leak. It was noted, that the patient would be referred back to her neurosurgeon if that segment of the catheter needed to be removed in the future. The patient was going to be placed on antibiotics and oral pain medication, following the explant procedure. The issue was noted, to be resolved.